Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for parkinson¿s dual and movement disorders. It was reported the patient had a symptom return. When checking the ins with the patient programmer, it showed the ins was 50% charged and the stim was off. They were able to turn the stim back on using the patient programmer. The caller stated that the usage data showed that the ins was on from (B)(6) 2018. It was confirmed that the last time that the battery was interrogated with an 8840 was on (B)(6) 2017. The caller provided the following information from the 8840 for charging data. On (B)(6), 0.2 hours, percent charge at end of session 50%; (B)(6), 0.7 hours, percent charge at end of session 50%; (B)(6), 0.0 hours, percent charge at end of session 50%; (B)(6), 0.7 hours, percent charge at end of session 50%; (B)(6), 0.3 hours, percent charge at end of session 50%. It was stated that the ins has turned off a couple of other times over the past year. No further complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep indicating there was a problem with the patient's ins recharger (insr) antenna. Replacement of the antenna allowed the patient to charge their device effectively.